Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the set up joint (suj) and the flex op patient side cart (psc) unit to resolve the issue. The flex op patient side cart (psc) unit was returned for failure analysis but the reported failure of error 32101 on axes controller setup (acu) could not be reproduced. However, the error/fault was confirmed via field logs. The unit was installed onto a system and was able to start in normal mode with no errors. The unit was clutched and exercised and also did not trigger any errors. The visual inspection was performed but no indications found that could potentially contribute to the reported problem. Isi has received the (suj), but failure analysis (fa) has not completed the investigation. A supplemental MDR will be completed once fa results are completed or if new information is received. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by the tse during the troubleshooting call. Investigation revealed the following possible related system errors: 32101, arm frl hit because of a high-side switch error on arm1 suj proximal (acu). Error points to +48v to usm. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to reoccurring errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the system displayed a 32101 error pointing to node 175 "suj proximal" armnet 1. The customer did a power cycle and the error cleared, but the logs displayed the error occurring a few times. The customer called back to report that they were swapping patient side carts (pscs) and moving forward with their procedure. The procedure was converted to another da vinci with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in: g3, g6, and h2 analysis information can be found in: h6 and h10 intuitive surgical, inc. (Isi) received the proximal outer set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation (fa) placed the unit on the system and the reported error of 32101 could not be replicated. The unit was then moved patient side cart (psc) fixture test platform (pfpt) machine and passed all tests. Further investigation in rme confirmed errors 32101 related to axes controller setup (acu) printed circuit assembly (pca). As a fix the acu will be replaced.